Event description:
It was reported that the capture threshold increased on the left ventricular lead. The safety margin was reprogrammed. The lead is still in use. The patient is a part of the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.